Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to charging difficulties. The patient is doing well post operatively. Device will not return due to facility policy and electrocautery was not use.

Manufacturer narrative:
Additional suspect medical device components involved in the event: (B)(4). Product family: scs-ipg-r-MRI. Upn: m365sc12000. Model: sc-1200. Serial: (B)(6). Batch: 21236033.